Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect analyzer. The following data was provided: initial 0.11, repeat 0.09 iu/ml, second reagent: 1.00 s/co. Confirmation testing was confirmed (no specific details were provided). There was no impact to patient management reported.

Manufacturer narrative:
On april 19, 2017 an error was identified. The incorrect manufacturing location was chosen in manufacturer report number 3005094123-2017-00015. MFR info were incorrectly documented as (B)(4). The correct manufacturing location of ln 6c36 is abbott (B)(4). Manufacturer report number 3008344661-2017-00033 has been submitted to correct this error. All further follow up will be documented in that report.